Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Ts suggested to the customer to change the "copy" option from "0" to "1" and repeat the calibration. Customer reported that this resolved the problem, printing the cgram and result. The most probable cause of the reported event was incorrect parameter settings.

Event description:
On (B)(6) 2017, the customer reported that calibration failed with their hlc-723g8 analyzer. Customer reported that the calibration failed because it would not print. They report that the patient samples are not printing the graph, just the result. Ts suggested they change the "copy" option from "0" to "1" and repeat the calibration. Customer reported that this resolved the problem, printing the cgram and result. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.